Event description:
The doctor reported that the pt had a 4+ refreactive error after surgery. The lens was explanted and sent to the MFR for diopter verification. The doctor was unsure if the error was due to a k-reading miscalculation or if it was lens related.